Event description:
The customer observed falsely decreased results generated for multiple assays on the alinity c processing module for an 18-year-old female patient sample that were higher when repeated on another instrument.. The following data was provided: all initial results generated on (B)(6) 2026 with sample ID (B)(6) and all repeat results generated on a different instrument (ac07889) on (B)(6) 2026 with sample ID (B)(6). Total bilirubin (tbili2) initial result = 0.116 mg/dl, repeat result = 0.187 mg/dl. Sodium (na-c) initial result = <100 mmol/l, repeat result = 147 mmol/l. Potassium (k-c) initial result = 2.38 mmol/l, repeat result = 4.09 mmol/l. Chloride (cl-c) initial result = 63.0 mmol/l, repeat result = 110.8 mmol/l. Calcium (cac2) initial result = 1.25 mmol/l, repeat result = 2.36 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Complete entry section e1 - phone number = (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The alinity c processing module, serial number (B)(6), was considered to be the complaint issue. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased results generated for multiple assays on the alinity c processing module for an 18-year-old female patient sample that were higher when repeated on another instrument.. The following data was provided: all initial results generated on (B)(6) 2026 with sample ID (B)(6) and all repeat results generated on a different instrument (B)(6) on (B)(6) 2026 with sample ID (B)(6). Total bilirubin (tbili2) initial result = 0.116 mg/dl, repeat result = 0.187 mg/dl. Sodium (na-c) initial result = <100 mmol/l, repeat result = 147 mmol/l. Potassium (k-c) initial result = 2.38 mmol/l, repeat result = 4.09 mmol/l. Chloride (cl-c) initial result = 63.0 mmol/l, repeat result = 110.8 mmol/l. Calcium (cac2) initial result = 1.25 mmol/l, repeat result = 2.36 mmol/l . No impact to patient management was reported.